Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent and a limb stent on (B)(6) 2013. On (B)(6) 2016 during a secondary procedure to repair a type 3b and a type 3a endoleak, the physician indicated the inner core of the bifurcated delivery system broke off inside the patient. The physician indicated the damage is potentially from the twisting of the inner core of the device during the procedure. The inner core of the device remains in the patient. A patient injury was not reported. The patient is stable.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was returned and device evaluation was able to find evidence to support the reported events. At the completion of the clinical evaluation, based on lack of medical information received, there was evidence to support the following reported events; a piece of the inner core of the bifurcated delivery system (-20cm in length) remains within the patient's aorta from a secondary relining procedure. Due to lack of medical information, clinical was unable to find evidence to support the following reported events; secondary procedure of a non-endologix device relining to pin the inner core in position in the aorta and the creation of an aortouniiliac bypass procedure. Additionally there was evidence to reasonably support the following observations; a stent strut fracture on the right lateral aspect 2cm below the superior stent margin of the main body. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; the reporting of the physician twisting of the inner core during the procedure, the resistance through the groin soft tissues and iliac arteries, along with the iliac tortuousity and state of the iliac limb extension within the 3cm right common iliac artery aneurysm might have contributed to the inner cored detachment. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. These types of events will be monitored and trended as part of the quality system. Corrections: (B)(4).